Event description:
Device was infusing epinephrine continuously since afternoon of 11/7 on an immediate post-op 3.5kg critical pt in the nicu, dopamine also infusing on this pt. Epinephrine device went into channel error, cns confirmed the error, opened barrel clamp and tried to adjust the syringe, noted bradycardia and hypotension, CPR was performed, epinephrine was changed to another module, pt successfully resuscitated. Preliminary review of device log confirms error but inconclusive for cause of event. Requested customer send in device for further analysis, however they refused to release device, requested on-site evaluation. Technical customer advocacy made customer site visit, error was repeatable but unable to determine cause of event at that time. Again requested device be sent in to alaris for full failure investigation. Device was brought in to alaris by facility.